Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after delivering a bolus, the customer waited too long to eat and as a result, the customer felt the effects of an extremely low bg (value not reported). Carbohydrates were consumed. Paramedics were called and transported the customer to the emergency room (ER). Upon arriving to the ER, bg had elevated.the customer could not provide further information regarding ER treatment.